Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. It was reported the pt's angiogram of the common femoral artery showed the puncture site to be close to the bifurcation. Upon completion of the procedure with the closer s device, the pt began to complain of right leg pain. There were no reports of any changes in the pt's pulses or appearance of the right lower extremity. Prior to discharge, 2 days later, an ultrasound was done and the report stated "no evidence of a pseudoaneurysm or a focal hematoma at this time". The pt was then discharged. In july 2002, the pt presented to the physician's office with complaints of "increasing intensity of the right leg pain". The pt was readmitted to the hosp and had a duplex of the right groin, which showed a "pseudoaneurysm 2.1 mm with a wide neck 5mm in size" the next day the pt went to surgery for removal of the suture, debridement of the site and repair of the peripheral artery with a vein patch. A wound culture was positive for staphylococcus. The pt was treated with unspecified antibiotics. It was reported "the pt recovered fine from surgery" and was discharged to a nursing home one week later. It was reported the pt required extended antibiotic therapy via PICC line for 5 days post discharge and is "doing well" to date. There are no reports of further adverse pt sequelae.